Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not receive a bolus. When they finally got a bolus, they may have done it twice. They had experienced a high blood glucose level of 463 mg/dl which they treated with manual injection. They had symptoms such as being thirsty, feeling light headed, sweaty, and their mind was not quite right. They also reported that they had a low blood glucose level of 32 mg/dl which they treated with food. The customer¿s current blood glucose level was unknown. The device will not be returned for analysis.